Manufacturer narrative:
The reported issue that devices having become more sensitive to air in line could not be confirmed; no product or device logs were returned for investigation after several requests were made. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported air in line. Issues it was reported by the cpc team leader: "nurse stated she felt the devices had become more sensitive to air in line and when speaking to her afterwards (and several others) it was evident that they are not aware of the location of the air in line sensor, how to proactively address air in line (position of pump, position of IV containers, ways to decrease turbulence and proper priming and proper set loading technique)." The facility will be ready for go-live in (B)(6) 2019 with interoperability .